Event description:
J-p drain was removed. It was noted that approx 1 inch portion remained in the pt. CT scan showed the drain to be subfascial in location extending from medial to her colostomy to the midline at the lower aspect of her incision. Pt underwent surgery for removal of retained piece.